Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician. No device intervention was performed. It was reported that the patient has deceased. There is no known allegation from a health professional that suggests the death was related to the device.